Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the guidewire become stuck in the left ventricular lead. The lead was advanced to the desired location, but when the physician attempted to remove the guidewire, it would not retract. It was attempted to be advanced, however it would not advance either, so the physician pulled the guidewire and it seemed to "pop" and then unravel proximally. The lead and guidewire were removed from the patient, the guidewire was removed from the lead and then the lead and different guidewire were used to implant the lead, which remains in use. No patient complications have been reported as a result of this event.